Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to low blood glucose for six days. The blood glucose went low and customer passed out. The current blood glucose was 89 mg /dl. Customer stated that they would not let her wear her pump and her blood glucose got all the way up to 500 mg/dl. The doctor advised her that they were trying to get her blood glucose up to 200 mg/dl to transport her to the hospital. Customer reported the following message from the auto mode readiness screen was auto mode warming up. The low blood glucose was treated with the glucose and declined troubleshooting for it. The device is not expected to be returned for analysis.